Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, the merlin programmer exhibited a battery longevity data anomaly. No intervention was performed. Patient was stable.